Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia, such as atrial fibrillation or flutter, requiring treatment.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient underwent treatment to close a 10.7 mm x 7.9 mm stop-flow balloon sized atrial septal defect using 44mm gore® cardioform asd occluder (gca). On (B)(6) 2021, the patient came to the hospital because of palpitations. A paroxysmal atrial fibrillation was confirmed. Cibenzoline was administered and the patient returned to sinus rhythm. Antiplatelet therapy was switched to anticoagulation. The patient was not admitted. The physician stated that the sudden stress on the left atrium due to the disappearance of the shunt might have caused the paroxysmal atrial fibrillation.

Manufacturer narrative:
H6: added component code.